Event description:
A patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. An icy catheter (lot # 166377) was smoothly inserted into the patient's right femoral vein in one attempt. There were no adjunctive temperature management or relative procedures performed on the patient. After the re-warming phase of the treatment was completed, the thermogard console generated an "air trap" alarm, and the nurse noticed that volume of the 500-ml saline bag had decreased. The pump rotor stopped, and the console went to standby mode. Upon inspection, there was no fluid observed on the patient's bed, the thermogard console, or the floor. A catheter leak check was performed as per zoll's new IFU and found that the catheter's balloon was leaking. The quantity of saline possibly infused into the patient's bloodstream was unknown, but no patient injury was reported. The catheter was replaced, and the treatment was completed. The dwell time of the catheter was 48 hours. The thermogard console was placed back on the floor for further clinical use. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of a leak from the icy catheter (lot # 166377) was confirmed during functional testing. A pinhole leak was observed at the middle of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed inside the catheter's balloons and luered tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the middle of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 166377.